Event description:
It was reported to gore that on (B)(6) 2025, a patient was to be implanted with 28 mm x 15 cm gore® tag® conformable thoracic stent graft with active control system (cads device) to treat aortic intramural hematoma combined with ulcer. The graft couldn't be deployed after pulling out the initial and second deployment line. Therefore, it was removed out of patient. Another cads device with same size was utilized to complete the procedure.

Manufacturer narrative:
H6: c19: a review of the manufacturing records indicated the lot met all the pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 cfr part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: c19 - the device evaluation showed the following: the fully constrained gore® tag® conformable thoracic stent graft with active control system (cmds) device was returned for evaluation. The primary deployment line (pdl) was identified to be broken near the proximal end. The primary deployment line that remained connected to the primary deployment knob measured approximately 112.5 cm. The observations of the device evaluation support the physician's report of the device not expanding to intermediate diameter following primary deployment. The device was not partially expanded. Primary deployment not completing is likely due to the primary deployment line breaking. The deployment line appears to have broken due to a cut. There is potential for the damage observed on the pdl to be attributed to the physician cutting the proximal sleeve prior to the procedure as reported in the event description, but the root cause of the pdl break could not be confirmed with the available information. Based on the length of the returned sdl that remained connected to the secondary deployment knob, there was no indication of an issue with the sdl. The device likely did not expand when the sdl was removed due to the device remaining constrained in the primary sleeve. Based on this investigation, there is no evidence to suggest a manufacturing deficiency. The gore® tag® conformable thoracic stent graft instructions for use (IFU) states the following: "any modification made to the device may cause serious surgical consequences or injury to the patient."